Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Previously, a cse had replaced and aligned the nephelometer. Siemens found that there were photometer issues and excessive cuvette trashing. Contributing factors such as sample integrity, preanalytical variables and hardware short sampling due to sample container transfer could not be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low valproic acid patient result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista instrument then again on the same initial instrument. The repeated result from the alternate dimension vista instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low valproic acid patient result.